Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the operator felt a little jump as the commander delivery system and valve were coming out of the 14fr esheath+ in the descending aorta. The devices appeared to get caught on possible calcium. The team stopped, evaluated the valve and patient, and decided to not move forward as they thought the tine of the valve frame was bent. They removed the valve and delivery system out. A new delivery system and valve were inserted and came out of the esheath even slower, but they were able to advance without difficulty. There was no injury to the patient.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and the following was observed: one strut appeared to be bent outwards at the valve inflow side on fluoro, the patient's access vessels had presence of tortuosity, calcification, and was undersized. The minimum luminal diameter 5.5mm required for 14f sheath per IFU. In this case, the reported event for frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Per imagery review, the patient's access vessels had presence of tortuosity, calcification, and undersized region. Furthermore, as reported, there was presence of calcium in the descending aorta that the devices appeared to get caught on during insertion. The presence of calcification, tortuosity, and undersized vessels can create challenging pathway during delivery system advancement, leading to resistance. Additional force was likely applied to advance the delivery system and crimped valve through the difficult anatomy, which may have resulted in interaction between the valve and the calcification, resulting in frame damage at the outflow as reported and as observed in imaging evaluation. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.